Event description:
It was reported that the dr. Was doing a lateral release, settings were on 10. Probe burned from inside all the way out to the skin of pt. Pt had 3rd degree burns. Surgeon had to open the pt. Product was thrown away.